Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was observed to be depleting rapidly. Although troubleshooting showed that the battery was depleting at a normal rate based on usage, the customer maintained that the issue was with the battery. The pump was not used for insulin therapy.